Event description:
The customer reported difficulty connecting 3 different pressure rated extension sets to the hub of the IV that was just inserted. The rn stated that the connection between the extension set and the hub of the IV would not thread correctly resulting in a leak at an unspecified location. It was reported that the rn had to administer the IV fluids directly to the IV hub using the gravity set. The event occurred in the short stay unit. The customer reported that there was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Requested patient demographics however customer did not provide.

Event description:
The customer reported difficulty connecting 3 different pressure rated extension sets to the hub of the IV. The rn stated that the connection between the extension set and the hub of the IV would not thread correctly resulting in a leak. It was reported that the rn had to administer the IV fluids directly to the IV hub using the gravity set. The event occurred in the short stay unit. There was no indication of patient harm.